Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/bipap and mechanical ventilator devices. The manufacturer received information alleging chest pain, difficulty breathing. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging chest pain, difficulty breathing related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. A correction to b5 was made and should be: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged chest pain, difficulty breathing, smells plastic burning and chemicals while operating the device . There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop chest pain, difficulty breathing, smells plastic burning and chemicals while operating the device . There was no report of serious patient harm or injury. The device was returned to a third party service center for evalaution. During the evaluation of the device at the third party service center no finding was observed but a error code for reboot error of circuit board (e-83) was also observed. . Section d8, d9, h2, h3 and h6 has been updated.